Event description:
Device has been explanted on the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported rupture. Healthcare professional reported "intracapsular rupture ", "presence of droplets of intra-implant liquid", "subcapsular lines", "small focal seroma", "sparse cysts" and "bulging and focal deformity". Device has not been explanted on the right side.